Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received fully deployed. The download data shows the device completed 49 first prime pulses and was deactivated by the user after the completion of first prime. Inspection of ratchet gear after opening the pod found the firing flat to be lined up with the release bar, which is the position it is expected to be in at the end of second prime. Investigation found no damages or defects to the drive mechanism or needle mechanism that would result in the firing flat lining up with the release bar earlier than expected. This indicates the ratchet gear was incorrectly installed. This incorrect installation of the ratchet gear resulted in the needle mechanism deploying earlier than expected.